Event description:
It was reported by the customer that a pyxis ciisafe unable to login the station. The customer reported that users were unable to remove medications. Which led to a delay to patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to the station. The technical support specialist verified with the customer that they were able to resolve the issue. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that unable to login the station. A technical support specialist verified with the customer that the station was functioning properly. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis ciisafe unable to login the station. The customer reported that users were unable to remove medications. Which led to a delay to patient care. There were no adverse events or injuries reported based on this incident.